Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown, details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01dec2022 as data was collected between nov2010 and dec2022. Author information: van der horst, s. F. B., de jong, y., van rein, n., jukema, j. W., palmen, m., janssen, e., bonneville, e. F., klok, f. A., huisman, m. V., tops, l. F., & den exter, p. L. (2024). Performance of risk scores in predicting major bleeding in left ventricular assist device recipients: a comparative external validation. Research and practice in thrombosis and haemostasis, 8(4), 102437. Https://doi.org/10.1016/j.rpth.2024.102437 leiden university medical center, leiden, the netherlands. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported through the research article ¿performance of risk scores in predicting major bleeding in left ventricular assist device recipients: a comparative external validation¿ that heartmate 3 (hm3) may be associated with bleeding, thrombosis, and death. This single-center retrospective study evaluated 10 patients who were implanted with hm3 between nov2010 and dec2022. Of note, 94 patients with a heartware were also included in the analysis results, patient background information, and outcomes. Data was collected from electronic health records. The study aimed to compare the predictive accuracy of current risk scores for bleeding events in left ventricular assist device (lvad) patients. The median follow-up among the 104 patients was 1916 days. The average age at implantation was 64 years old. There were 21 females in the study and 83 male patients. 24 patients experienced a gastrointestinal (gi) bleed. 15 patients experienced a mediastinal bleed, 11 patients experienced an intracranial bleed, 5 experienced a bleed in the pleural space, 5 experienced a nasal bleed, 5 experienced a subcutaneous or intramuscular bleed, 3 experienced a bleed at the driveline exit site, 2 experienced a retroperitoneal bleed, 1 experienced an intraabdominal bleed, 1 experienced a genitourinary bleed, 1 experienced an intraoral bleed. 1 patient experienced a hemorrhagic shock leading to death. In total 23 patients passed away. 11 patients passed away as a result of bleeding events, and 1 of those events was post thrombolysis for pump thrombosis. Outcomes were not broken down by lvad type. The study found that the risk scores currently used to assess lvad recipients, in their existing forms, failed to accurately predict bleeding events in high-risk populations. The study highlighted the need for a more accurate risk assessment to be able to reliably identify lvad patients at high risk of bleeding events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, device thrombosis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
One patient also experienced an implantable cardioverter-defibrillator pocket bleed. Additionally, 17 patients died or experienced a major bleeding event before phenprocoumon initiation. Outcomes were not broken down by lvad type. These patients received unfractionated heparin, either as monotherapy or with antiplatelet therapy. It was noted that 4 of the major bleeding events occurred after intensified anticoagulant therapy. Finally, 4 of the major bleeding events were related to alteplase administration in the context of pump thrombosis.